Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that two knives were noted to be dull during surgery. Alternate knives were obtained which were much sharper. Patient impact information is unknown. Additional information has been requested. Additional information received clarified that the dull knives were noted during separate cataract surgeries. Both procedures were successfully completed with the alternate knives. There was no impact to any patient. No additional patient information is available.